Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was purplish, many dents in the insertion section, up (universal power) board was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event image was purplish was caused by a component failure of the electronical component. This event many dents in the insertion section caused by a component failure of the outer tube. This event up board was chipped was caused by a component failure of the up case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had a water leakage. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.